Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Contact reported customer's blood glucose (bg) levels have been uncontrolled due to customer having bronchitis; however, no specific bg value or impact was provided. Customer's bg levels were in target range at the time event was reported. Reportedly, contact will change cartridge soon and therefore declined to troubleshoot reported issue with tandem technical support.